Event description:
User commented they can no longer use the cushion. User reported was using the cushion without complaint when they noticed blood on their pants. User sought medical attention, and was treated by personal physician for an apparent pressure sore via bandaging and local antibiotics. User's physician recommended to discontinue use of the cushion, and user reports they are now using an alternate product. User reports they remove cells from the cushion when first received, but not since. It is unk if this was done in conjunction with user's therapist/clinician, as recommended by product labeling. User reports no apparent damage to cushion or cells. User was advised to have their clinician reevaluate their wheelchair settings, but user declined recommendation.